Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The user alleges the filter turns black and he visits the emergency room due to the odor. The user has also seen a pulmonary doctor who has prescribed antibiotics. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a dreamstation auto CPAP device. The user alleged the filter turns black and he visits the emergency room due to the odor. The user has also seen a pulmonary doctor who has prescribed antibiotics. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a dreamstation auto CPAP device. The user alleges the filter turns black and he visits the emergency room due to the odor. The user has also seen a pulmonary doctor who has prescribed antibiotics. After further review from the manufacturer, this event does not meet the definition of a reportable malfunction. These alleged problems are unlikely to cause or contribute to a serious injury if the events were to recur. In addition, there is no serious injury associated with this event or medical intervention to preclude serious injury. It is unclear why the user visited the emergency room and why antibiotics were prescribed. It is unclear the diagnosis of the patient in relation to the event and is not likely to be related to the event or be necessary to prevent serious injury due to the event. Requests for additional information have been sent to the reporter but no additional information has been received at this time.